Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient expressed battery longevity concern to the physician. As per the physician, the patient has left ventricular lead output and pulse width to higher side which has significantly affected the battery longevity. The battery function was found to be within expected limits. The lead revision was discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: h6.

Manufacturer narrative:
A complete lead was returned in on piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes when the patient presented for device changeout, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient expressed battery longevity concern to the physician. As per the physician, the patient has left ventricular lead output and pulse width on the higher side due to high capture thresholds which have significantly affected the battery longevity. The battery function was found to be within expected limits. The lead revision was discussed. The patient was stable.